Event description:
Baxter (B)(4) received a report that a 2.5 ml/hr folfusor overinfused during patient use. The folfusor was filled with 5fu (fluorouracil) 96mls in saline 20mls, which was reportedly expected to infuse across 46 hours. The total fill volume was infused over the course of 24 hours rather than the expected 46 hours. There was patient involvement, however, there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.